Event description:
Information received with return of the explanted device notes that the patient was in ventricular fibrillation and was defibrillated. The patient recovered but the pacemaker lost output.